Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was enrolled in the mimics 3d USA post market observational registry study. On (B)(6) 2021, the patient was implanted with one 6.0 x 125mm biomimics 3d (bm3d) stent to treat a denovo lesion of the superficial femoral artery (sfa) proximal third to middle third in the left leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta. On (B)(6) 2024, a restenosis of the treated segment (target lesion) was identified by the site. The relationship to the study device and procedure were reported by the site as not related. It was reported as related to a worsening pre-existing condition. It was target lesion-related and required percutaneous intervention. The intervention was performed on (B)(6) 2024 and involved a non-bm3d bare metal stent, laser/ atherectomy and pta/standard balloon angioplasty on the sfa proximal third to sfa distal third segment. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The site provided the following comments that were reported as "proximal to distal sfa treated.". The outcome was reported as resolved/recovered. Veryan reviewed this event on (B)(6) 2025 and considered the event possibly device related.